Event description:
It was reported that a malfunction alarm occurred on the pump after it was accidentally dropped in a toilet. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.